Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the insulin pump to suspend and that calibration errors were received during normal use. The customer indicated that the sensor glucose was 50 mg/dl and blood glucose was 142 mg/dl. The product will not be returned.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.